Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found external abrasion breaching the optim sheath with intact silicone insulation beneath the proximal region. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.